Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was currently in the hospital due to open heart surgery. Customer stated that he accidently left an air bubble in the reservoir. He was able to purge the air bubbles out of the infusion. Blood glucose value at the time was 168 mg/dl. Customer was advised to monitor his blood glucose level.